Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. The flexible tube of the insertion section was crushed due to external factors. Cracking of the illumination lens due to an external factor (bumping the tip) was observed. Water tightness was not maintained due to perforation of the forceps channel due to external factors. Wrinkles in the insertion tube due to external factors were observed. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be inserted smoothly due to the forceps channel being crushed by an external factor. The channel cleaning brush could not be inserted smoothly due to the crushing of the forceps channel due to external factors. Poor insulation performance at the tip due to lack of adhesion of the bending section cover was recognized. The bending section cover adhesive part was missing. The universal cord was collapsed due to external factors. Corrosion of the electrical connector contacts due to handling was recognized. The product label on the scope connector was peeling off. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the evis lucera bronchofibervideoscope had a dent. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the coating on the insertion guide cover was peeling off due to deterioration. This report is to capture the reportable malfunction of the coating on the insertion guide cover was peeling off due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: the operation manual ¿3.2 inspection of the endoscope¿ describes the following contents. ¿6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: the operation manual ¿warnings and cautions¿ describes the following contents. ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ reprocessing manual ¿precleaning¿ ¿manual cleaning¿ ¿compatibility summary¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective image sensor unit caused the event. Olympus will continue to monitor field performance for this device.